Event description:
It was reported that the ilet adapter broke, leaving a portion of the connector and cartridge stuck in the device and resulting in an inability to disconnect or remove the components; the device¿s water resistance was compromised, backup therapy was advised, and a replacement ilet was arranged, with instructions provided to sync data and shut down. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no injury, health consequences or impact. Investigation included interviews and analysis of information provided by the user and support personnel. Investigation of this case revealed a mechanical problem involving failure to disconnect traced to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.